Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two shocks in separate declared episodes. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of atrial arrhythmia with rapid ventricular response (rvr). The analysis was reviewed with the physician and no programming changes were made due to the elevated rates and current device programming. This device remains in service. No additional adverse patient effects were reported.